Event description:
Facility reported that the sagittal saw attachment fell apart. No further information was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number: cannot be verified as a synthes lot number. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.